Manufacturer narrative:
Follow-up #1 date of submission 05/05/2016-product analysis: the device was returned and evaluated by product analysis on 04/18/2016 with the following findings: the complaint could not be investigated due to an unrelated malfunction. Review of the pump¿s black box revealed no evidence of a time loss/gain issue. The pump was manually suspended on (B)(6) 2016 at 21:08 and manually resumed at 21:18; a manual time change was then made to 21:20. A time date reset occurred after a rebooting event on (B)(6) 2016 at 17:38. A manual time change occurred on (B)(6) 2016 from 06:37 to 18:38. A date changed occurred on (B)(6) 2016 to (B)(6) 2016 at 17:21. The total daily dose history was appropriate for the programmed delivery settings. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The pump passed a 5-day time accuracy test. Evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, the pump¿s display was discolored. A battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose that day was 2.2 mmol/l with unsteadiness when standing and walking. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, the low blood glucose was treated via oral carbohydrates. Insulin pump therapy was resumed with replacement, and the pump's settings were not recently changed. During troubleshooting, a time difference of over 5 minutes/month when compared to a cellular phone was reported. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.